Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Root cause could not be determined based on information available in this complaint report. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was unknown and the patient was not hospitalized. On (B)(6) 2010, the patient began remedial treatment with fortum (1 gm, once daily, ip) and vancomycin (1 gm, once daily, ip). The patient was recovering from the peritonitis. Remedial and dianeal therapies were ongoing.